Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No medical intervention was reported. Additional event or patient information is not available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was missing. The customer's complaint of a missing sensor wire was confirmed. A root cause could not be determined.